Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to a manufacturing issue. However, no device was returned for physical examination, and no images were provided to verify the reported condition of the blue loop.

Event description:
On 23-dec-2025, a sales representative reported via email that an ar-3770sp hybrid knee fibertak anchor (knotless and knotted) was found to have a compromised blue loop after implantation into the patient¿s patella. Upon unwrapping the suture, it was observed that the blue loop had been packaged and cut in half. A replacement device was opened and used to complete the procedure. The issue occurred during an mpfl procedure on (B)(6) 2025. No patient harm was reported. Additional information was requested on 26-dec-2025. Additional information was received on 29-dec-2025: it was reported that the packaging was intact and properly sealed upon opening. The issue was first identified after the ar-3770sp hybrid knee fibertak anchor had already been implanted, when the compromised blue loop unraveled from the inserter handle. The compromised anchor was subsequently removed from the patient. The case was completed using an ar-2326bcc biocomposite swivelock. The surgery experienced a delay of less than one minute while moving on to the replacement anchor, and less than one minute of additional anesthesia was administered. According to the sales representative, the implant was broken from the start. No adverse patient effects were reported during or following the procedure due to this issue. It was confirmed that all fragments were retrieved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.